Event description:
The reporter indicated that the pt reported to the emergency room after a syncopal episode. The ECG showed normal pacer function. Threshold testing was performed, and it indicated that there was adequate margin in both sensing and stimulation thresholds. No explanation for the syncope, regarding the pacemaker or leads could be found. Reference 1640319-1996-00628and 1640319-1996-00636.